Event description:
Additional information was provided from a rep, stating a replacement occurred on 3/31/23. The reason for the replacement was because the patient no longer wanted to charge her ins, patient requested a non rechargeable battery. Therefore, ins 97715 was replaced by ins 977006.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep called without the patient present. Rep reported they met with the patient earlier today and was unable to call in at that time. Rep stated patient is experiencing stimulation turning off when standing up and walking. Rep was able to interrogate the patient's ins, turn off adaptive stim and re-program the patient. At that time, rep stated programs 1 and 2 automatically changed back to zero. Rep then took out the li battery from the controller, and placed it back in, but numbers were still set to zero. Rep reports impedances looked "fine" and patient reported this "has happened before". Rep interrogated the ins a second time and reset the programming with intensities from 2.1-2.7, however when the patient's controller was unlocked again, the intensities went back to zero. Rep reports the physician told the patient this may lead to a battery replacement (ins). Technical services (tss) reviewed adaptive stim, settings changes based on more specific body position changes and switching between groups. Rep then reported they may have not changed from group a to group b. Rep plans to meet with the patient and will call back if needed at that time. On 2023-jan-23 the rep reported that they believe the issue is related to the adaptive stim feature not being set up properly. Additional troubleshooting is necessary to determine this. Rep believed, the cause of the settings going back to 0 when trying to update the patient's programming was due to adaptive stim being set up incorrectly. Additional troubleshooting can determine if this is true. The patient was called and asked by the rep if they would like to come in for additional troubleshooting or move forward with a battery replacement that was offered by the physician. The patient has yet to decide. The issue is resolved for now. The patient must decide how she wants to move forward. The patient can come into the office for additional programming or have the battery replaced, as per physician input. Patient has not confirmed. Patient's weight is unknown. Additional information was received from the manufacturer representative (rep) on 2023-feb-07. It was reported that the physician decided to give the patient the option for battery replacement. Rep called patient and asked if they would like to come in the office for additional troubleshooting. Rep has tried to call patient multiple times since that conversation and the patient has not answered, called back, nor set up the appointment. On 2023-apr-04 the rep reported they believe the stimulation was turning off due to the patient's (pt) adaptive stim (as). When as was turned off for one group, the issue was resolved. As may have been turned on for the other group the pt has, but the rep did not have enough time with pt to figure that out and turn off the other group. When asked to clarify the "battery replaced twice before" the rep reported there was a language barrier with the pt and a translator was needed: the hcp had said they would get a new battery for the remote, and the pt said it had been replaced twice already. No record of remote replacement found, so pt may have been confused when the hcp said this. It does look like the pt has had their implant battery replaced before (see pe 705441742). Rep reported the cause of the settings going back to zero is believed to be due to an error in programming as. The mobile feature of as must have been set to zero, so when the pt would walk, it drops to zero. The hcp believes there is something wrong with the battery and the pt is interested in a replacement. Rep asked the hcp office for the pt to meet once more for troubleshooting, and pt agreed to the appointment, but the pt has not answered reps' calls for when the appointment is. The issue has been partially resolved. Weight was asked, unknown

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2023-05293 original g3 information incorrect and did reflect aware date. Correct information should be (B)(6) 2023 to reflect previously reported aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.